Manufacturer narrative:
Despite due diligence, additional information regarding the device could not be obtained. Model number cyf-v2 was used as a representative model for assessing reportability. Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a rubber piece of the cysto-nephro videoscope fell off into the patient during an unknown procedure. The rubber piece was successfully retrieved from the patient and there were no reports of patient harm.